Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that there was a loose electrocardiogram connector and multiple link electronic module tests failed. It was also noted that the lower case was broken at the handle area and that its emergency key functional tests failed. The programmer was to be scrapped. (B)(4).